Event description:
This phacoemulsification handpiece would not work during a cataract extraction procedure. A new handpiece was used to complete the procedure.

Manufacturer narrative:
Device was replaced.